Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm orientation was off and when the surgeon control the left arm, the right arm will move. The surgeon swapped to 0-degree endoscope but the issue persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no related issues. The tse walked surgeon through removing the endoscope and canceling out the guided tool change on the scope, but the issue remained. The tse had surgeon check their console settings for hand configuration and swapped to the proper hand controls as the surgeon was reluctant to power cycle the system. The surgeon confirmed the hand configuration worked and was proceeding with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting orientation issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) had surgeon check their console settings for hand configuration and swapped to the proper hand controls as the surgeon was reluctant to power cycle the system. The surgeon confirmed the hand configuration worked and was proceeding with the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.